Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not cycling. The physician suspected a fluid loss, so the patient underwent a surgical procedure in which his device was explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not cycling. The physician suspected a fluid loss, so the patient underwent a surgical procedure in which his device was explanted and replaced. Upon explant, it was identified that the fluid loss was caused by a tubing connection issue from the cylinders to the pump. The patient had a good outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.